Event description:
It was reported that the plate broke and patient required revision surgery.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.